Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a gastric sleeve procedure, the device did not staple. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Two ecr60d cartridge reloads were received for analysis with no visual non-conformances. The cartridge (a) ecr60d, g5000m was received fully fired. The cartridge (b) ecr60d was received partially fired 1/4 consistent with an incomplete or interrupted cycle. The returned cartridge (b) reload was tested for functionality by resetting and reloading it into the device. The functional test demonstrated that the remaining staples in the cartridge reload formed properly and the instrument achieved its complete 3-stroke firing sequence without any difficulties. The batch record was reviewed and no anomalies were noted during the manufacturing process.